Event description:
During ect treatment, electrode over left frontal area of pt's head curled over where the wire attaches to the pad and there was a burning odor noted. Upon removal of the pad, a white line was noted on the pt's forehead, about 1/2 inch long silvadene cream was applied to the pt's forehead.